Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3-4 mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip opened during the first lock test to x degrees. Troubleshooting was preformed unsuccessfully, and the clip was removed from the patient. A replacement mitraclip was successfully implanted, and the procedure was discontinued. The final mr was grade <1. There were no adverse patient effects or clinically significant delay was reported.

Event description:
N/a.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on the information provided and without the device to analyze, the cause for the reported unintended movement associated with clip opened during efaa could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.